Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient had experienced the infusion set tubing detachment event on (B)(6) 2023. The site location was the abdomen. The location of detachment was close to the site location. The infusion set had been in use for two days. No further information available.

Manufacturer narrative:
E1:patient city: (B)(6). Patient country: spain. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Based on the review completed on 25-feb-2026 and investigation completed on 11-mar-2026 this medical device report (MDR) is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the reference samples were visually inspected and tested for click and static pull (base-connector). All test results were within specifications. The batch record 5409909 was verified and it was found within specifications. This investigation has been updated because the malfunction code changed from, which requires additional activities not included in the original investigation dated 06/nov/2023. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 11/mar/2026 against lot number 5409909 and similar malfunction codes: leak between tubing and site connector - detachment / significant wetness, leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing detached from tubing-tubing connector, tubing connector is cracked, split, deformed, leakage may occur. The review confirmed that lot 5409909 and the identified failure mode are not associated with any non conformance report (ncrs) or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 11/mar/2026 against lot number criteria equal 5409909 and similar malfunction codes: leak between tubing and site connector - detachment / significant wetness, leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing detached from tubing-tubing connector, tubing connector is cracked, split, deformed, leakage may occur. The number of complaints is (B)(4). The complaint number is complaint (B)(4). Device history record (DHR) review: the lot 5409909 was manufactured according to work instruction (wi) version 73.0 and manufactured in the m12, on 04/dec/2022 with a total of (B)(4) units. The sub-assembly: assembly lot 5410462 was manufactured according to the wi version 24 and assembled in the quickset line, on 02/dec/2022, with a total of (B)(4) units. Lot 5410463 was manufactured according to the wi version 24 and assembled in the quickset line, on 02/dec/2022, with a total of (B)(4) units. The sub-assembly: gluing of tubing lot 5410446 was manufactured according to the wi version 37 and manufactured in the machine mp04, mp05, mp08, on 01/dec/2022, with a total of (B)(4) units. The DHR was reviewed in accordance with applicable procedures. An extended was found for a delaminated, this extended is not related to the reported failure mode. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Final conclusion summary of complaint investigation: the investigation for this complaint was previously completed on 06/nov/2023 under child complaint investigation record (B)(4). The investigation has been revised to reflect the updated malfunction code and new reportability requirements. The original investigation remains valid and has not been modified. As part of this reassessment, an updated eqms search was performed which identified two related complaints for lot 5409909. No ncrs, capas, trends, or systemic issues were found. As required under the updated reportability criteria, a full DHR review was conducted. All in process and final inspections met specification requirements, and no deviations, rework activities, or maintenance events associated with the malfunction were identified. No visual evidence was available to support confirmation of the reported issue. No photo evidence was provided, so the assessment was based on documentation only. Based on the expanded investigation including updated eqms searches and the DHR review no manufacturing or quality issues were identified. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint.